Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's feeding balloon had fallen out. Another device was used to complete the feeding procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the device was returned and evaluated. Visual, microscopic, and functional testing were performed for this device. In addition to signs of use, a longitudinal split was found near the center of the balloon. A small knob or projection of material was found extending from one side of the break, near the center, leaving a corresponding void in the other side of the split. A pair of attached burrs and a corresponding depression of missing balloon material were found near the split. The material around the split was bunched up and there was significant material stretching. The straight portion of the split manifested a dull break surface. The complaint of a dislodged, broken balloon is confirmed and found more specifically to be due to a balloon burst. While the balloon was found to manifest a burst causing deflation, the definitive root cause could not be determined based upon available information. The balloon shows features that may indicate damage that led to the puncture of the balloon, but the source of these features is uncertain. It should also be noted that overpressurization due to overfill may also contribute to burst damage. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the patient's feeding balloon had fallen out. Another device was used to complete the feeding procedure. There was no reported patient injury.